Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver log confirmed a timing error in the transmitter circuitry. Therefore, the complaint of permanent out of range was confirmed. The root cause was determined to be a firmware issue.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (B)(4) 2014. There were indications of gaps in transmission.